Event description:
It was reported the patient received the following results within 15 minutes: 438 mg/dl measured with the patient's accu-chek guide meter) and 190 mg/dl (measured with the patients' friend accu-chek guide meter).